Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a spider fx during treatment of a plaque lesion in the patient¿s mid superficial femoral artery (sfa). Moderate calcification and slight tortuosity are reported. Pre-dilation was performed. It is reported that the basket became caught on a stent. The physician pulled the wire aggressively resulting in the basket detaching in the patient. A second stent was deployed to jail the basket. No further injury report for this event.